Event description:
It was reported that the user received an occlusion alert on the ilet bionic pancreas while using a convatec inset infusion set and resolved the alert only after performing a full supply change with a new infusion set and tubing and blood glucose was not affected. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included troubleshooting and education with the user. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set/tubing that resolved after replacement, consistent with an occlusion event. It was concluded, based on established patterns for similar reports, that the event was due to an infusion set occlusion.